Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a020102 is being used to capture the event of scope working channel damaged or defective. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a renal stone procedure using a versavue single-use device scope, the physician observed a tumor while completing cystoscopy for wire placement. The physician introduced a biopsy forceps; however, when the forceps were opened, they penetrated through the side of the scope. There were no patient complications, and the procedure was successfully completed using a replacement versavue scope.